Event description:
Drive devilbiss healthcare was notified of an incident involving a power scooter by an end user's daughter, who stated "her mother was using the scooter inside the home on hardwood floors to get around the house and the scooter fell on her." She was reportedly taken to the hospital and diagnosed with a broken wrist and fractured leg, and has been in a rehab facility since the incident. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.